Manufacturer narrative:
The device history record and sterilization batch release record were reviewed and indicated that the component involved met specification. The explanted component was unable to be returned for further analysis. The sales representative relayed that the patient suffered from a fall, which may have contributed to this adverse event. Should additional information be obtained the report will be supplemented.

Event description:
Patient underwent a revision surgery due to a fractured stem.